Manufacturer narrative:
Corrected data: d2 - product code & common device name. An event regarding crack/fracture involving a mrh tibial component was reported. The event was not confirmed. Method & results. Product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for revision 2. Its reported by the attorney, that on (B)(6) 2012, the plaintiff underwent revision of the rotation hinge and distal femoral component of the right knee. In (B)(6) 2016, the plaintiff suddenly experienced severe right knee/thigh pain with no history of trauma. Plaintiff went to the hospital because of the pain. On (B)(6) 2016, the plaintiff underwent a second revision due to a fracture obliquely through the rotating platform.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
This pi is for revision 2. Its reported by the attorney, that on (B)(6) 2012, the plaintiff underwent revision of the rotation hinge and distal femoral component of the right knee. In (B)(6) 2016, the plaintiff suddenly experienced severe right knee/thigh pain with no history of trauma. Plaintiff went to the hospital because of the pain. On (B)(6) 2016, the plaintiff underwent a second revision due to a fracture obliquely through the rotating platform.